Event description:
It was reported that a legend ehs master console (ec300) with an attached foot pedal (ef200) started running at 800 rpms by itself. No one was near the console or the foot pedal at the time of the unintended activation. There was no user or patient injury as a result of this event. Note: this MDR is for the foot pedal. The console will be reported on a separate MDR using the same patient identifier ((B)(6)).

Manufacturer narrative:
Analysis results: this footswitch was not working properly. The cable shorted. Replaced the cable.the unit was cleaned, tested and passed all manufacturing specifications.

Manufacturer narrative:
The manufacturing date for this device was initially reported incorrectly. The correct maufacturing date for product # ef 200, lot # 71208200 is (B)(4) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was not returned, therefore no evaluation could be performed.